Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the cartridge was leaking. Reportedly, the issue occurred with multiple cartridges that the customer was filling with 5ml of insulin. Blood glucose level was 379 mg/dl. Cartridge changes were performed resolving the issues. Tandem technical support advised the customer not to fill their cartridges with more than 4.8ml of insulin.